Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: barry had an etco2 module failed leak down test during pm. Etco2 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I reviewed the test set up with barry and recommended him to replace oridion module kit. Assisted with a part number. Barry will replace oridion module kit.